Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the remote arm controller (rac). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted ureteral reimplantation surgical procedure, the clinical sales representative (csr) stated there were non-recoverable errors on the master tool manipulator right (mtmr) and the nurse restarted the system 3 times including the surgeon side console (ssc) breaker but issue kept reoccurring. The csr noted that the issue occurred prior to starting a previous surgery. Caller stated surgery is completing as planned with only one console instead of two. The system sl0072 was being used but using the surgeon console (ssc) of sk8819 with serial number (B)(6). There was no patient involvement at the time. The procedure was completed using another ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer confirmed the patient was not in the room when the issue occurred. It happened prior to starting.